Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged high blood glucose while using the ilet with a dexcom g7, associated with missed meal announcements, inconsistent meal behaviors, and administration of outside insulin while the pump remained connected. Symptoms included hyperglycemia without acute complications. Outcomes included the need for corrective insulin via backup therapy and additional user training. Investigation included review of use patterns, patient interview, troubleshooting education, and assignment for follow-up training. Investigation of this case revealed user-related issues including missed meal announcements and concurrent use of outside insulin without disconnecting, which likely led to suboptimal insulin delivery and adaptive control misalignment. It was concluded, based on previously established findings for similar reports, that the cause was use error related to therapy management and training needs.